Manufacturer narrative:
Siemens filed the initial MDR on 04-jan-2018. Corrected information (13-dec-2018): the initial MDR indicated a sample ID of (B)(4) for one of the samples. Further investigation shows the correct sample ID to be (B)(4). Relevant tests/laboratory data has been updated to reflect the corrected information.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that discordant, falsely low na results were obtained on 10 patient samples on a dimension exl with lm instrument. Additionally, the customer stated that they replaced the standard a. It is unknown if the standard a was replaced prior to the event. Siemens determined that the quality controls (qcs) were within specifications on the day of the event. As per siemens instructions, the customer replaced the integrated multisensor technology sensor, performed conditioning, primed standard a and ran a dilution check, resulting acceptably. The customer stated that there have been no further issues since the service. The cause of the discordant, falsely low na results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on 10 patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension instrument, resulting higher. The repeat results were reported, as the correct results, to the physician(s). The samples were repeated again on the initial instrument, resulting lower than the results obtained on the alternate instrument. The repeat results on the initial instrument were not reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.